Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during sphincterotomy for endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the introduction, the physician found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned guidewire revealed that the tip of the guidewire was peeled, exposing the corewire, approximately 0.3 cm. The tip of the metal corewire was not exposed. Evidence of sanding marks and adhesive remnants were found which indicate that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during sphincterotomy for endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the introduction, the physician found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.